Event description:
It was reported that the patient had an original bilateral femoral fracture operation at southampton general hospital in august 2010 following a motorcycle accident on the motorway. Initial bilateral femoral fracture operation was done and then patient started complaining of pain in the right knee. Surgeon found out during revision surgery that the most distal screw head was missing and found it in the patient's right knee joint.

Manufacturer narrative:
Device will not be returned. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.